Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer states that the meter is not accurate. The customer is concerned with tests results from meter memory of 123, 109, 142, 122 and 163 mg/dl. The customer did not know his expected blood glucose test result range. At the time of the call, the customer reported feeling weak and believed it to be due to his blood sugar. Medical attention was not needed at the time of the call. Customer reported a past adverse event. Customer stated on (B)(6) 2019, he had felt weak and had passed out. 911 had been called and customer had been taken to the hospital. Customer did not know what his blood glucose test result was when the ambulance had arrived or when at the hospital. The customer was diagnosed with diabetic ketoacidosis and pancreatitis and had been in the ICU. Customer was given fluids, vitamin b and lithium carbonate. Customer stated while in the hospital he had felt weak and also had diarrhea. Customer was discharged from the hospital on (B)(6) 2019 with a list of new medications and needed to follow up with his doctor. Customer stated that he had followed up with his primary care doctor on (B)(6) 2019. Customer stated at the doctor's they had performed two blood tests and that the results with their meter were 20-40 points higher. Actual meter to meter comparison results were not provided. During the call, a back to back blood test was performed by the customer fasting and produced test results of 150 mg/dl and e-3 using the meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6).